Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure. Device malfunction was suspected.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the during the ipg replacement procedure, the pocket site was also moved. The patient was doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure. Device malfunction was suspected.